Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported that patient had an unrelated surgery and ipg was placed in surgery mode prior to surgery app displayed the message "cannot connect to generator". Company manufacturer met with patient and unable to reconnect. As such surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.